Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. It was confirmed that the error occurred while the detachable battery charge capacity had been stagnating at 49%. The device's internal battery was replaced to address the issue. Additional findings not related to the error code; the ac power cord was replaced due to damage. (There was neither thermal damage nor exposed conducting wires.) The inlet line proximal filter was replaced due to contamination, confirmed by internal checking.